Event description:
It was reported during a lvvt study, the ensite array catheter would not lower completely and could not be removed from the pt. The array was being removed from the left common femoral vein and upon entering the distal tip of the 10f sheath, removal stopped. The physician was instructed to redeploy and reinflate the catheter, then deflate and lower the ensite catheter per the instructions for use (IFU) and attempt removal. The physician was unable to withdraw the balloon through the sheath after multiple attempts, and the pt was referred to surgery. The surgeon performed a cut down in the left groin and removed both the sheath and the array catheter. The pt was sent back to observation and is reportedly doing well.

Manufacturer narrative:
One ensite array catheter was returned for analysis with a 10f daig hemostasis valve introducer on the body of the device. Functional testing confirmed the array catheter was lowered to low profile and locked into place. No anomalies were noted with inflation/deflation of the balloon or with getting the array to low profile after deflation. The received condition of the array confirmed the device was not in low profile when attempting to be removed through the introducer. The cause for the reported removal difficulties and subsequent surgical procedure remain unk.